Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included a new unopened device with all the components. The device was visually inspected and found to have been in unused condition. No damage or deformation with the returned device was identified. Functional testing was performed by assembling a sheath and carrier tube. The device was set to the forward lock position and then engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy properly. The complaint was able to be confirmed for closure procedure complications. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device involved was used for closure after a femoral access case and the patient experienced an arterial pseudoaneurysm. The doctor stated that the stick was not a challenging stick; therefore, he did not know what would have caused the complication. The patient had a left heart catheterization (lhc) with a drug-eluting stent (des) placement using right femoral access and a 6 french pinnacle sheath. Access was gained using ultrasound and micropuncture. The angio-seal was used as indicated to close at end of procedure. The patient went home and returned to the emergency department (ed) six (6) days later complaining of groin swelling and pain. A pseudoaneurysm was identified by arterial duplex study and treated with thrombin injection. Additional information was received on 04 apr 2023: the femoral stick was done under ultrasound guidance; micro access sheath was used and was exchanged for a 5 french terumo sheath. There were no issues with insertion, deployment, or withdrawal of the device. The stick was in the safe zone. Peripheral vascular was consulted and the patient was admitted and treated with thrombin injection.

Manufacturer narrative:
A1: height: 70 inches. D6b: explanted date: unknown if the device was explanted. E3: occupation: rn. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.